Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No a21 alarm and no unexpected battery power loss anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. Customer's blood glucose value was 92 mg/dl. Customer reports they were unable to clear the alarm. Customer stated that they were able to rewind the insulin pump. Alarm occurred shortly after inserting a new battery. The insulin pump alarmed battery out limit. The device will not be returned for analysis.